Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv channel. Ts provided troubleshooting options. Subsequently, the patient was seen in clinic. The field representative provided noise could be generated by tapping on the device in bipolar configuration but no noise could be recreated in unipolar configuration. Manual inspection found the rv lead was fully inserted. The physician disconnected and reconnected the rv lead but high out of range impedance measurements were again exhibited. The physician explanted the rv lead. Another lead was implanted to complete this procedure. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular (rv) pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv channel. Ts provided troubleshooting options. Subsequently, the patient was seen in clinic. The field representative provided noise could be generated by tapping on the device in bipolar configuration but no noise could be recreated in unipolar configuration. Manual inspection found the rv lead was fully inserted. The physician disconnected and reconnected the rv lead but high out of range impedance measurements were again exhibited. The physician explanted the rv lead. Another lead was implanted to complete this procedure. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular pacing impedance measurements which triggered a lead safety switch. Technical services (ts) advised prior to high out of range impedance measurements pacing impedance and thresholds measurements were stable. In addition, ts found oversensing of noise on the rv channel. Ts provided troubleshooting options. Additional information has been requested but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.